Manufacturer narrative:
Product analysis the full lead was returned and analyzed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged, had high rv thresholds, no capture and low pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.